Event description:
It was reported by the customer that a pyxis medbank system encountered an issue where the patient did not show up at the cabinet. Also, the nurses didn't have the access to add patients to the cabinet. This incident resulted in a delay to patient care and there was no patient harm. No other information was released regarding the event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patient did not show up at the cabinet due to a communication failure. A technical support specialist confirmed that the issue was resolved. The system functioned as intended after troubleshooting the device.